Event description:
The user's performance with the device may be affected. An accident or trauma was not reported. There was no redness or swelling around the implant. Reportedly, there has been no change in hearing benefit with the device noted. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been seen during in situ testing.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user_s performance with the device may be affected. An accident or trauma was reported. There was no redness or swelling around the implant. Reportedly, there has been no change in hearing benefit with the device noted. Re-implantation is considered, but no date has been yet scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user_s performance with the device may be affected. An accident or trauma was not reported. There was no redness or swelling around the implant. Reportedly, there has been no change in hearing benefit with the device noted. The user was re-implanted. Despite requested, the explanted device was not yet received for investigation.